Event description:
It was reported that the ilet user contacted support for frequent perceived low glucose following meals, though device reports showed meals were appropriately announced and hypoglycemia burden was minimal over the prior week. User experienced sensations consistent with low blood glucose when values were below 100 mg/dl, without confirmed hypoglycemia. No reported symptoms. Outcomes included user concern requiring troubleshooting and education. Investigation included review of device data and meal reports and a user interview regarding meal size and announcement protocol. Investigation of this case revealed no device malfunction and identified user misinterpretation of glucose values and likely incorrect meal announcement technique, with counseling provided on correct meal size selection and timing. It was concluded, based on previously established findings for similar reports, that the cause was user-related operation and use error.